Manufacturer narrative:
The reported event of no rf telemetry was not confirmed by analysis. The device with battery voltage above elective replacement indicator level was returned for analysis. Inductive wand and rf telemetry interrogation and longevity analysis were normal with no anomalies found.

Event description:
It was reported that during the implant procedure on (B)(6) 2021, the pacemaker would not establish radio-frequency (rf) communication with the programmer. A new pacemaker was implanted. There were no patient consequences.